Event description:
Upon reassessment of the reported event, the taper was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the taper was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown neck. Unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02905, 0001822565 - 2021 - 02906.

Event description:
It was reported the patient underwent a left hip arthroplasty. Subsequently, a small pseudotumor was noted on MRI. Patient has also received injections for pain in the hip. A revision has not yet been scheduled and reports unspecified injuries on the left side. No additional information.